Manufacturer narrative:
H6: hydraulic sub-assembly.

Event description:
It was reported by service report that the cot was leaking fluid onto the lower storage net. No pt involvement or adverse consequences are reported.